Event description:
It was reported that this was a closure of an unspecified access site using prostar devices relative to an interventional procedure. Reportedly, with each device, it was not possible to retrieve the needles from the barrel [needles not present in barrel after deployment]. Hemostasis was achieved with a new prostar device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: it was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the prostar needles were deployed yet it was not possible to retrieve the needles from the barrel. Another prostar was successfully deployed. The sheath was upsized to 12f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed 10f prostar sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to deploy the needles could not be determined. Factors that may contribute to the reported failure to deploy the needles may include, but are not limited to, clamped suture lumens, change position of device during deployment, device orientation. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event updated from 7/28/2024 to 7/16/2024. D9: return device status updated from ni to not returning.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated: the additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a closure of an unspecified access site using prostar devices relative to an interventional procedure. Reportedly, with each device, it was not possible to retrieve the needles from the barrel [needles not present in barrel after deployment]. Hemostasis was achieved with a new prostar device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. The date of event will be estimated as 7/28/2024.